Manufacturer narrative:
The issue reported was unrequested gantry roll motion during a cor90 (center of rotation 90) calibration procedure. The motion was reported as a sudden, fast roll motion in a 90° detector configuration. The system was not in clinical use when this occurred. There was no harm as a result of this event. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported that the gantry began to spin very quickly during a cor90. Review of the logfiles showed that gantry roll was not reporting its position properly. This resulted in sudden and fast rotation of gantry roll, which was stopped by pressing the space-bar on the service interface by the biomedical engineer. The fse replaced the gantry roll motion controller/amp and scib ii for gantry roll. System was returned to customer for clinical use. Philips engineering reviewed the details of this event including logfiles which concluded: during cor calibration the gantry rotated fast while moving from value ¿-123.75 to -118.125¿ and was stopped by the operator manually. This issue reported during cor calibration regarding gantry fast rotation is confirmed with the log files. The cause of this behavior is that the software does not correctly handle two conditions: motion reaches zero velocity but it not within the allowable distance from the programmed end position to complete the motion in a single step. Motion reaches the programmed end position, but the magnitude of the velocity is greater than the allowable range of values to complete the motion in a single step. The result of missing the thresholds for stopping is that the motion reverses direction and accelerates until the motion is stopped by external means (motion limit switch, activation of collision sensor, or activation of emergency stop button). The uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The system has collision sensors, hardware and software travel range limits and emergency stop controls which can be relied on for the user to stop system motions. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was unrequested gantry roll motion during a cor90 calibration procedure. The motion was reported to be a sudden, fast roll motion in a 90° detector configuration. There was no patient on the imaging table when this issue occurred. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was unrequested gantry roll motion during a cor90 calibration procedure. The motion was reported to be a sudden, fast roll motion in a 90° detector configuration. There was no patient on the imaging table when this issue occurred. Based on the available information, this issue has been initially determined to be a reportable event.